Manufacturer narrative:
An event regarding damage involving a delta ceramic head was reported. The event as confirmed. A material analysis indicated - wear scars on the returned ceramic head and alumina insert were observed and were consistent with in-vivo use. Titanium material transfer was present on the ceramic head and alumina insert articulating surfaces, likely from other hip implant components. Likely femoral stem impingement damages were observed on the insert sleeve. No materials or manufacturing defects were present in the returned device. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The investigation concluded that the damage was caused by in-vivo use. There were no material or manufacturing defects noted. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that patient received acetabular revision surgery due to bone graft failure. The surgeon retrieved the implants and noticed "marks" on the head of the implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation

Event description:
It was reported that patient received acetabular revision surgery due to bone graft failure. The surgeon retrived the implants and noticed "marks" on the head of the implant.